Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. An anterior curve watchman access system (was) was positioned and a 21mm watchman laa closure device & delivery system (wds) were used. After a full recapture of the device, a sheath exchange was needed since there was a kink noted in the was at the groin. The sheath was inserted through a 16fr non-boston scientific short sheath. The guidewire used to save the transseptal access and to be able to go up with a new was was an 0.035 inch non-boston scientific guidewire. A pericardial effusion was noted at this time. There was a lot of movement with the guidewire to try and reposition back in the left upper pulmonary vein. The patient was stable and the case continued. A 24mm device was successfully implanted and the patient was kept on the cath lab table to watch the effusion and make sure vitals were stable. As soon as the 24mm was released, protamine was given to reverse the heparin. Activated clotting time (act) during the case was 332 seconds. After 15 minutes the effusion was measured again and it was unchanged at 1.2cm. No further intervention was required. The patient was stable but experienced symptoms of pericarditis. The patient was discharged and as of (B)(6) 2021, the patient is recovering well at home.